Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricle (rv) lead. Provocative testing was performed and no anomalies were noted. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.